Manufacturer narrative:
Manufacturer's report date: 06/20/2014. Internal file no: (B)(4). This report was filed by the MFR. No product will be returned per customer. Customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported that the infusion device in the ICU running multiple vasoactive medications concurrently has a "channel disconnected" notice despite all the channels being securely connected. They state that " immediate interventions were required". Although requested, no add'l info was provided.